Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the meshgraft ii serial number(B)(6) by zimmer-japan on (B)(6) 2020 revealed that the cutter failed and needed to be replaced. Product repair repair of the device was performed by zimmer-japan on (B)(6) 2020 which included replacement of the following: meshgraft cutter the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the device was in need of repair. Does not proper mesh. Event occurred during surgery. No harm and no delay. No adverse events were reported as a result of this malfunction.